Event description:
It was reported that during a mica surgery the attachment does not hold the wire firmly and slips. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The reported event was confirmed. The manufacturer evaluation revealed the clamping jaws are worn out which resulted in the reported event. As soon as the wire is turning in the attachment, the clamping jaws get worn out. The most likely cause is attributed to wear and tear from repeated use.